Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000108474.

Event description:
It was reported that the patient¿s system was autoreducing and was also unable to enter MRI mode. The programmer displayed the error messages "the generator could not deliver the desired strength" and "MRI not advised." Lead diagnostics showed that the right lead had high impedances. The system was reprogrammed using the left lead. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that x-rays showed the lead fractured. Surgical intervention was undertaken wherein the right lead was explanted and replaced. Therapy was restored post-op.